Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received inappropriate shock due to noise and oversensing when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) post implant. An inquiry was made to boston scientific technical services (ts) for review. Ts discussed possible air replaced with fluid, and also discussed programming options. At this time the device had been programmed to primary vector. Additional information also noted a question regarding battery status of the device. Engineering noted that the device battery appeared normal and stable. This device currently remains implanted. No adverse patient effects were reported.